Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had difficulty and had to charge the ipg for an extended period of time. It was also stated that the patient was experiencing increased pain and inadequate stimulation with posture change despite reprogramming. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.